Event description:
During a pulmonary transplantation procedure the device produced an insufficient staple line. Two re-loads were tried with the staple line not holding. The device was reloaded with a different lot # reload and the staple line was complete. The patient lost blood but an unknown amount. Nor reported how the case was completed.